Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. During the revision, evidence of twiddler's syndrome was discovered and this rv lead was explanted and discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds, decreased sensing amplitudes, and high out of range pacing impedances. A revision procedure is expected to take place. This rv lead remains in service at this time. No adverse patient effects were reported.